Event description:
Rn placed 18g peripheral IV in patient's forearm without difficulty. After removal of needle from IV catheter system, blood continuously leaked out from needle portion of IV catheter system (where needle is removed from). IV had to be removed and new piv had to be placed. Second IV was placed successfully.